Event description:
Boston scientific received information that this right ventricular (rv) lead in the patient's previous pacemaker exhibited a lead safety switch for an out of range impedance measurement as well as greater than 2 seconds of pauses in pacing. It is not known if that was high or low impedances. The physician elected to re-use this lead with the patient's new device which later exhibited noise which lead to pauses in pacing again that were greater than 2 seconds of asystole. As a result, programming changes were made to alleviate the issue, but ultimately the physician elected to explant the device and surgically abandon the right ventricular (rv) lead suspected to have insulation damage and replace the entire system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.